Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument orange sleeve was cracked. The tube extension was broken with a piece removed at the prox clevis interface. The clevis was dislodged from tube extension. Engineering concluded the tube extension likely broke due to excessive side loading or other mishandling. Electrical continuity test passed. An additional observation not reported was a hairline crack at the distal end of the main tube. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure the monopolar curves scissors instrument orange sleeve cracked when it was removed from the trocar. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.